Event description:
Air was injected into the patient during a cardiac diagnostic procedure. During the first injection, air fully occluded the vessel. Three subsequent injections were needed to clear air from the vessel. During the procedure the patient experienced a myocardial infarction. The patient was medicated and no further complications were reported.

Manufacturer narrative:
Device evaluation: device evaluation in progress but not yet complete. Conclusion: samples from the same lot as the suspect device were returned to merit medical for evaluation. A follow-up report will be submitted when the investigation is complete.